Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft was planned to be implanted in a patient for the endovascular treatment of a 260 mm thoracic aortic dissection. It was reported that during the index procedure, when the lumen of the delivery system was flushed with 100 ml of physiological saline solution, the solution overflowed to the outside. It was also reported that a lot of air was noted, by visual inspection, inside the lumen. It was decided not to use the device, due to safety concerns, and another non-medtronic product of the same size was used without any issue with flushing, to complete the procedure. As per the physician, the cause of the event was due to a suspected issue with the delivery system. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Device evaluation summary: there was no damage evident to the graft cover and side port extension tubing. Water was observed leaking from the handle when the device was flushed via the side port. Water was visible in the graft cover and a small amount was observed exiting at the graft cover tip. The handle was disassembled, and a leak was observed from the silicone seal during flushing. The graft was deployed, and the delivery system flushed via the side port with no issue noted. The reported issue was confirmed through analysis. If information is provided in the future, a supplemental report will be issued.